Event description:
Reporter alleged blood glucose device read 238 mg/dl at 7am and took 15 units of normal insulin. It was reported at 7:30, glucose read 119 mg/dl and customer went to the emergency room (ER). Reporter stated the ER measured 47 mg/dl at 7:45-8:00 and was given orange juice. It was reported meter was not coded properly and the level 2 control solution tested out of range. A request was made for the return of the suspect device and replacement product was sent.